Event description:
The customer reported that the insulin pump alarmed an error during the prime process. The customer's blood glucose at time of call was 424mg/dl, and he has treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was unable to prime during the prime test as a result of a loose drive support disk.